Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing intermittency followed by loss of lock. External equipment was exchanged, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a cracked seam weld and a dented bottom cover prior to receipt. In addition, the electrode was damaged along the lead which is believed to have occurred during revision surgery. The photographic imaging inspection confirmed the electrode was damaged along the lead. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock and hybrid conditions prevented several of the electrical tests from being performed. The device passed one of the electrical tests performed. The residual gas analysis test was unable to be performed due to the cracked seam weld. The scanning electron microscopy analysis confirmed a cracked seam weld. The open device visual inspection revealed heavy contamination on the hybrid. In addition, silver migration was noted across several electrical components. The failure of this device is attributed to excessive moisture through a gross leak at the seam weld. This ultimately caused the device to cease functioning. A CAPA was implemented. This is the final report.